Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, there was intermittent interrogation. There was major internal damage to the device, likely due to being immersed in liquid. The cable was also twisted.

Event description:
It was reported that the programmer rf (radiofrequency) head will intermittently interrogate. No patient complications were reported as a result of this event.